Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2009 alleging that his onetouch ultralink meter was not powering on. According to the troubleshooting performed by customer service, the power button turns the meter fine; however, the meter would not turn on when inserting a test strip. The patient indicated that 7 hours after the alleged issue began, he obtained a "489 mg/dl" blood glucose result on another device and administered self-treatment with insulin and food. He denied developing any symptoms as a result of the reported power issue. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because reported power issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.